Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was found dead and the cause of death was sudden. Upon interrogation, it was found that the device subsensed the ventricular fibrillation waves. The physician did not allege malfunction of the device.